Event description:
It was reported that, "opened up the implant, and when to put it on the final stem and the femoral head did not fit on to the trunnion properly."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.